Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022272 , test base part number 190-430 / lot: 1022272 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022272 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01767.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed on multiple dates with multiple patients. This MFR. Address case three (3). This is two (2) of two (2). The customer reported a false positive result on a direct nasopharyngeal swab with ID now covid-19 assay performed on (B)(6) 2021 . Confirmation testing was performed with vita menarini and generated negative results. Per the customer, there was no patient harm. Additionally, the patient suffered from covid months ago. No other information, including patient treatment and outcome was provided.